Event description:
On day 19 post bi-ventricular assist device (vad) implantation shortly after 2pm there was a drop in flow and power on the right ventricular assist device (rvad) and the left ventricular assist device (lvad) showed intermittent suction with flow estimate of 4.5 lpm. That patient had a stroke of unknown etiology later that day. The family made the decision to discontinue support and the rvad and lvad were turned off at 8:10 pm and the patient expired at 8:23 pm. This is report 1 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to decrease ventricular filling which may be due to a clinical change in the patient status. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms including assessment of the patient and device status and the related potential actions. Clinical and patient factors may have contributed to the events. With review of the available information there is no indication that the events were related to any device manufacturing or performance issues. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00804 and 3007042319-2015-00805) submitted for devices related to the same event. Pump has not been received

Manufacturer narrative:
Pump was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported "inadequate flow rate" event was confirmed for (B)(4) via review of the controller log files, which revealed low flow event. The device passed visual examination, dimensional verification and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. With review of the available information there is no indication that the events were related to any device manufacturing or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00804 and 3007042319-2015-00805) submitted for devices related to the same event.